Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. No visible defects were observed along the fiber body, and the fiber tip was found to be in good condition. Microscopic inspection of the connector identified burn marks on the connector face. Functional evaluation showed that a weak light was exiting the connector, indicating an internal fracture of the connector. Additionally, the aiming beam was observed to be slightly weak and round. Review of device usage indicated that zero treatments were used, with ten treatments remaining. Based on the analysis findings, the reported failure is confirmed. The weak light exiting the connector face is consistent with an internal connector fracture. Fractures within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This condition can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that, during a lithotripsy procedure and at the seventh use of this fiber, the fiber made an abnormal sound and became damaged. The procedure was completed with another of same model. There were no patient complications. Analysis of the returned fiber identified a fracture in the connector.